Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00003 - 3012447612-2017-00005.

Event description:
It was reported that three implants were replaced during surgery. A closure top's threads became damaged during final tightening so it was removed and replaced. The replacement's threads also became damaged. The surgeon then decided to remove the rod so the l5 pedicle screw could be removed and replaced. After replacement of the pedicle screw, the rod was reinstalled and another closure top was tightened as expected. Photos provided of the pedicle screw showed damage to the tulip head threads. There was no report of patient injury associated with this event. This is report one of three for this event.

Manufacturer narrative:
The returned screw was evaluated. The tulip was confirmed to have deformation on the threads within the tulip, indicative of cross-threading the closure top into the tulip. It was also found that the tulip head was disassembled from the shaft. The cause of the disassembly is attributed to the cross-threading of the closure top into the tulip and then the subsequent loosening of the closure top out of the tulip, which led to the disassembly. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.